Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. There was no impact to customer¿s blood glucose level. Customer was able to clear the alarm by loading a new cartridge and was able to resume insulin delivery.